Event description:
Patient admitted (B)(6) 2017 due to increasing shortness of breath. On (B)(6), while in hospital, pt had 4 pump stops. Pt switched to non-grounded cable. On (B)(6) thoratec engineers arrived and repaired a drive line short to shield.